Manufacturer narrative:
The crep2 reagent lot number was 916764 with an expiration date of 31-jul-2026. The glucose reagent lot number and expiration date were not provided. On 19-jan-2026, the field service engineer (fse) performed preventive maintenance. The reagent probe and cuvettes were replaced. The gear pump was replaced and adjusted. Calibration and qc were acceptable. The customer has had no further issues since the service visit. The investigation is ongoing.

Event description:
We received an allegation of discrepant results for 1 patient sample tested for creatinine plus ver.2 (crep2) and glucose on a cobas 8000 cobas c 701 module. The initial crep2 result was 1.99 mg/dl. The repeat result was 0.52 mg/dl. The initial glucose result was 190.8 mg/dl. The repeat result was 111.8 mg/dl.

Manufacturer narrative:
The alarm trace file from 15-jan-2026 showed aspiration and washing alarms. Based on the image provided, the gear pump pressure was too low (outside of specification). Calibration and qc were acceptable. The customer used a clotting time of 15 minutes. Based on the sample tubes used, the clotting time should be between 30 and 60 minutes. The investigation determined the event was due to the low gear pump pressure. The service actions resolved the issue.